Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient undergoing coronary artery bypass was implanted with an impella cp device for mechanical circulatory support. During support, the patient on impella cp support was brought back to catheterization lab during the night due to leg pain and possible ischemia. External fem to fem bypass was placed for distal leg perfusion. It was further reported that the impella cp was weaned and explanted in the catheterization lab due to the distal leg perfusion being compromised. The patient is stable.